Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were pulling lipids on port 2. This was observed during compounding. The lipids were set-up on port 1 and 2; however, lipids were pulled into the bags when no lipid was ordered which caused the clear bags to appear cloudy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between october 14, 2021 to october 15, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.